Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a suspected over-delivery anomaly with all items except the sensor product, and there were no reported allegations of a device malfunction with the sensor product, as the smart guard was updated, but the customer cannot see the sensor glucose measurement due to an inability to enter auto basal mode. The customer was instructed to traverse the smart guard checklist on the insulin pump's lcd screen. The customer did so, selecting all of the items as suggested, and the smart guard was updated. The customer was explained that "active insulin updating or smartguard updating" occurs if the insulin pump just turned on for the first time, and that all other pump alerts were cured with the help of changes in the insulin pump's settings. The customer reported a blood glucose value of 53 mg/dl. The customer reported hypoglycemia treated with discontinued use of the insulin delivery system. The customer reported that the cause of the hypoglycemia was the inability to enter auto basal mode with a smart guard. The event involved products mmt-243a, mmt-332a, mmt-7040a, and mmt-1884l. The customer was using the insulin pump system within 48 hours of the reported event. The customer was using the auto mode/smartguard feature at the time of the event. The customer requested assistance with entering the auto-basal and reviewed the auto mode readiness/smartguard checklist screen. The customer was explained what was missing to enter into auto mode/smartguard and how to resolve it. Customer reported low blood glucose. No further complications were reported. No product return is required for mmt-243a. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884l.